Manufacturer narrative:
The product was returned for analysis. There was evidence of surgical use on the outside of the shunt. Otherwise, the shunt was conforming to specification. The product lumen was found open. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 03/05/2010. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "not draining properly" (device clogged). A surgical materials manager reported that a shunt was removed and replaced during the same surgical procedure due to the shunt not draining properly. A new shunt was inserted and was observed to be draining properly. The patient tolerated the procedure well.